Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a battery indictor message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at an unknown time. The patient reported that she attempted to obtain her blood glucose with the subject meter and obtained a battery indictor message. The patient reported that she manages her diabetes with oral medications. The patient further stated that she immediately obtained a reading of "127mg/dl" on a neighbors meter as a change to her diabetes routine due to the issue. The patient reported that approximately a week and ½ after the start of the product issue, she developed "shakes" as symptoms developed due to the product issue. The patient stated that she received food and drink as treatment due to the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (11/29/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on november 7, 2011 with the following findings: although the meter's battery was found to have a low voltage, the meter was tested and still functions properly while battery indicator on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.